Event description:
Event description guidant received information that the patient with this pacemaker collapsed and was brought to the hospital. The patient was asystolic and pacing output was not seen on a surface electrocardiogram. Attempts to revive the patient were unsuccessful. The device was in service for over 5.5 years and had not been interrogated or evaluated since being implanted. The pacemaker was later interrogated and the reported battery status of elective replacement past (erp).